Manufacturer narrative:
Additional information: on 9/25/2019, the photo investigation was completed. Photo evaluation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, was found rupture. The photos do not provide enough evidence to determine root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% inspected prior to release. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 8/29/2019, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2019 and the devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc and experienced pain in her armpits and a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.